Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during the implant there were high thresholds and low sensing values on the lead. When the physician removed the lead there was a "strange thing close to the ring of the lead." The lead was then replaced. No patient complications were reported as a result of this event.